Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus life support cannula, it was reported that after opening the package there were obvious cracks at the end of the cannula, which affected the extracorporeal membrane oxygenation (ECMO) machine. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that there was no damage to the packaging (outer box, inner packaging or sterile barrier). No other devices in the same box/shipping container were damaged. The device was replaced to complete the procedure. Correction product code updated, as the device was used for ECMO. Fdd updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: review of the customer provided photos confirmed that the connector of this cannula was cracked. It was noted that the photo showed the introducer inside the cannula without the hemostasis cap being used. If the customer tries to insert the hub of the introducer into the connector end this would cause the defect noted. The hemostasis cap is needed for insertion. Medtronic will continue to monitor for future trends and occurrences for this device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.